Manufacturer narrative:
The sample associated to this report is expected to be returned. If a sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that a tracheostomy tube had a spur/sharp edge which caused bleeding in a patient. It was reported that the patient was intubated and one day later, they noticed some bleeding and the tube was replaced. The customer reported that the patient recovered. The customer noted that the sample is not available to be returned for analysis.